Manufacturer narrative:
(B)(4). On an unreported date in nov 2015, approximately one week prior to the receipt of this report, the patient experienced peritonitis. The initial reporter declined to provide additional information. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated through the outpatient department with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Extraneal and physioneal therapies were ongoing. The patient was recovering from the peritonitis. No additional information is available.